Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went to their doctor about a week after implant to have the implantable neurostimulator (ins) turned on. The patient didn't have their programmer with them at the appointment so the doctor used their programmer to turn the ins on. When the patient got home they had their daughter help them turn the stimulation on and they experienced a sensation when they turned their ins on where it felt like it was electrocuting them. The sensation occurred right after the ins was turned on. The sensation would not go away when the patient tried increasing and decreasing the settings. The sensation went away when the ins was turned off. The patient met with their doctor after that and told the doctor about the issues. They had spent a week with the ins off and their pain was returning and they were taking pain medication again. The pain returned right away when the ins was off on the next morning. The patient noted that the trial worked well for them and reduced their pain by 80%. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.